Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister reported via phone call that her sister has been hospitalized with high blood glucose readings of 224 mg/dl. The insulin pump was not returned for analysis.